Manufacturer narrative:
Additional information: b5, g3 d10 concomitant product: unknown egiatrsrr, unknown reinforced reload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature, a retrospective study aimed to identify the risk factors of postoperative stricture in patients who underwent esophagectomy for esophageal cancer between 2003 and 2019. In two out of four types of anastomosis, hybrid linear stapling (hst) was performed with a 45-millimeter articulating reload and suture. There were 737 patients in the study, and postoperative complications in all groups included cervical anastomotic leak in eleven (11) patients. Intrathoracic anastomotic leaks were reported in 1 patient. Three patients on hst had strictures. The study identified 3 risk factors for anastomotic stricture: leakage, chronic obstructive pulmonary disease (copd), and anastomosis technique. The triangular linear stapling technique offered the largest anastomosis area and had a preventive role for anastomosis stricture.

Event description:
According to the literature, a retrospective study aimed to identify the risk factors of postoperative stricture in patients who underwent esophagectomy for esophageal cancer between 2003 and 2019. In two out of four types of anastomosis, hybrid linear stapling (hst) was performed with a 45-millimeter articulating reload and suture. Triangular linear stapling (tls) was performed with a sixty-millimeter medium or thick reload or a competitor stapler. There were 737 patients in the study, and postoperative complications in all groups included cervical anastomotic leak in eleven (11) patients in hst and four (4) patients in tls. Intrathoracic anastomotic leaks were reported in one hls patient and four in tls. Three patients on hst had strictures, while there was only one patient on tls. The study identified three risk factors for anastomotic stricture: leakage, chronic obstructive pulmonary disease (copd), and anastomosis technique. The triangular linear stapling technique offered the largest anastomosis area and had a preventive role for anastomosis stricture.

Manufacturer narrative:
D10 concomitant products: unknown eea, unknown eea (lot#unknown); unknown endo gi, unknown endo gia instrument (lot#unknown); unknown-vloc, unknown vloc product (lot#unknown). Title: risk factors of anastomosis stricture after esophagectomy and the impact of anastomosis technique source: annals of thoracic surgery, 2023 by the society of thoracic surgeons published by elsevier inc. Https://doi.org/10.1016/j.athoracsur.2023.01.026 ann thorac surg 2023;115:1257-65. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.